Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit powered up by itself. There was no patient harm. No further information available.

Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found no defects. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported the 5v on the display board is too low. The investigation identified the root cause to be a connectivity issue with the display power cable and the rf-lvps cable. The display power cable and the rf-lvps cable were replaced and the connectors were cleaned to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.